Manufacturer narrative:
The reported complaint was not verifiable. The customer reported potassium (k+) drift, pco2, and venous oxygen saturation (svo2) inaccuracies (stuck at 100%). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
This complaint was reopened to address the intermittent partial pressure of carbon dioxide (pco2) inaccuracies on the blood parameter monitor (bpm) that the perfusionist (ccp) mentioned later regarding this same event. Per clinical review: the ccp stated on rare occasion, the pco2 measures of the bpm do not agree with their I-stat point of care (poc) device as well as usually seen. In these rare cases, the pco2 measure of the bpm might be higher than the poc analyzed value at one in-vivo comparison and then be lower at the next comparison. In these rare cases, the shunt sensor is not changed out and the monitor is continued to be used with possibly more poc comparisons being performed. The ccp did state that patient management is not based on the bpm measures in isolation as the poc is used to confirm all measures prior to treatment. All cases completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. Blood loop testing was not performed due to rationale from central engineering that no monitors with software 1.65 will be tested any longer since there were no specific accuracy claims with that version. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue since the pst could not duplicate customer¿s clinical setting. The pst placed the blood parameter monitor (bpm) unit in its "service" mode, bpm standard reference sensor test (srs) test was performed, and all seven channels passed on arterial bpm probe. The monitor was sent to central engineering for further evaluation.

Manufacturer narrative:
(B)(4). The device has software version 1.65.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated the readings were not accurate on the blood parameter monitor (bpm). The inaccurate values that were experienced are: potassium (k+) drift and the venous oxygen saturation (svo2) was stuck at 100 % (ie: does not change during the case). The device was not changed out as no back-up unit was available. The surgical procedure was completed successfully. Clinical review: the clinical specialist spoke to the ccp on (B)(4) 2016. The ccp stated that the k+ level drifted during the case and the svo2 remained at 100 % for the entire case. The ccp was aware the values were not correct and no patient clinical interventions were performed, based solely on cdi 500 values.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00073 (same user facility, different unit).